Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that the healthcare provider suspected that pulmonary embolism may have been related to the procedure or due to a preexisting patient condition.

Event description:
A patient was implanted with a leadless pacemaker system. One day post-operation, the patient passed away due to heart failure. The patient was found unresponsive and while attempting to resuscitate, a sonograph was performed. The devices were secure in the implant locations and no anomalies were noted. The physician suspected the patient may have had a pulmonary embolism. However, this was not confirmed. Resuscitate was discontinued by the care team and the patient passed away. The physician believes it is unlikely that the implant procedure caused the patient's death. Additionally, the device performed as expected and was not related to the patient's death. It was not clear if the possible pulmonary embolism was related to the procedure or due to a preexisting patient condition.